Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 334 mg/dl. Customer's blood glucose at the time of call was 400 mg/dl. Customer reported of receiving an insulin flow blocked alarm. During troubleshooting, it was found that cannula was bent. Customer also had issues with serter and serter would be replaced.